Event description:
It was reported that the vns pt recently passed away due to an unk cause. It was indicated that the physician provided the pt's family with info on sudep, however, it was not indicated to the manufacturer if this was the cause of death. The physician was unable to provide any further info. Attempts for a copy of the death certificate are in progress.